Event description:
It was reported that the patient had multiple fractured electrodes. The cause of this was unknown to the manufacturer¿s representative (rep) and the patient¿s healthcare provider (hcp). The patient was being referred to a physician for replacement of the leads and implantable neurostimulator (ins). The rep. Stated that he tried to program around the fractured leads using the remaining good leads, however, this didn¿t provide adequate coverage for the pain the patient was feeling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the entire system removed the past week of (B)(6). The physician was unable to determine the cause of the lead fractures. Impedance testing was done and was abnormal, but the numbers were not available at the time of the call. All lead pieces and extensions were removed and a new system was implanted. The patient was receiving effective stimulation. It was noted the system was unable to be returned because the hospital had possession. If it did become available he would return it.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).